Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received inaccurate fill estimates over the past month. There was no impact to the customer's blood glucose level. The customer declined troubleshooting for the fill estimate issue at the time of the call with tandem technical support. Reportedly the customer will continue to use the pump until the replacement pump is received.